Event description:
During follow up, the device was interrogated and found to be in backup mode. The device was explanted and replaced due to eri. The patient was stable. Additional information was requested but is not available.

Manufacturer narrative:
Implant year is 2004, exact date is unknown. Upon receipt, the device was in backup vvi mode. Visual and x-ray examination revealed no anomalies. Interrogation of the device revealed the device was near eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Review of the bvvi printouts and device image analysis revealed that checksum error was triggered by memory corruption, which led to the backup operation in bipolar mode. The results of the investigation concluded that backup vvi in bipolar mode was due to the memory corruption. As a result of this finding, actions to prevent reoccurrence have been implemented.